Manufacturer narrative:
The customer complaint of stiff pca drive head was confirmed and replicated during testing. During functional testing of the returned pca device the device also alarmed ¿syringe calibration required¿. Calibration and check-in tasks were performed using alaris system maintenance (B)(4) and calibrated test fixtures successfully passing all tests. No further ¿syringe calibration required¿ errors were observed. After functional testing was completed the returned pca device was opened so further inspection could be performed. During inspection the drive arm tube was found to be bent. Replacement of the drive arm tube corrected the stiffness issue. The drive arm tube will be replaced by the repair depot during service. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that plunger head was stiff and not able to be retracted all the way. After visual inspection by the facility's clinical engineering the pump was not able to be retracted all the way and was very hard to retract the plunger head. The device was initially attached to a patient and was returned to biomed for repair when the clinician was unable to correctly attach a syringe to the pca. There was a minor delay to patient care but did not adversely affect patient care. The facility's biomed has the device and has not attempted to repair it at this time. There was no patient harm.